Manufacturer narrative:
Concomitant medical products: dpsc screw, 27mm; catalog#: 01.04440.027; lot#: 2977734. Dpsc screw, 21mm; catalog#: 01.04440.021; lot#: 2995206. Baseplate, l, 15mm; catalog#: 01.04440.004; lot#: 2994241. Therapy date: (B)(6) 2020. The manufacturer received x-rays and other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the left side and underwent revision surgery due to dissociation of the pe liner and during the surgery it was noticed that the sidus anchor had loosened as well.

Event description:
Investigation has been completed.

Manufacturer narrative:
Investigation results were made available. Event description: it was reported that on (B)(6) 2019 the patient had a total shoulder arthroplasty, whereby an anaverse glenoid system was implanted together with a sidus stemless humeral system. In the morning of (B)(6) 2020, after getting up the patient had pain in the area of the operated shoulder and went to the emergency outpatient clinic uksh campus lübeck. The x-ray and CT scans taken were still considered unremarkable. During the consultation on (B)(6) 2020, a new x-ray was made and no trauma was noted. Dr (B)(6) supposes a dislocated pe liner, as he already had such cases. On (B)(6) 2020, the patient underwent revision surgery, whereby a dislocation of the pe liner could be confirmed intra-operatively. Furthermore, the sidus anchor was discovered as being loose during the removal of the sidus head. Summary of retrieval analysis: the returned retrieval and medical documents were reviewed and investigated by the zimmer biomet research department. This outcome of the investigation can be summarized as follows: approximately 13 months after implantation the stem-free shoulder endoprosthesis was revised. Already 2.5 months before revision the patient went to the emergency outpatient clinic uksh campus lübeck because of pain in the area of the operated shoulder after getting up. It is reported that the x-ray and CT were still unremarkable. The findings of the consultation in the emergency outpatient clinic including the radiological results were not received for evaluation. During consultation on (B)(6) 2020 with the surgeon, new x-rays were taken and the surgeon supposed a dislocation of the polyethylene liner. The patient did not experience any event of trauma. The ap view x-ray of that date is at hand and shows that the humeral head is in direct contact with the baseplate. At the revision surgery on (B)(6) 2020, the glenoid liner was found dislocated dorsally and metallosis had to be removed. The front side of the revised anaverse glenoid baseplate and the heads of the dpsc screws are partially worn. Based on those three observations a disassociation of the liner can be confirmed. The metallosis mentioned in the surgical report of revision surgery can possibly be attributed to metal wear deriving from direct contact between the humeral head and the baseplate. Parts of the posterior and superior snap of the anaverse glenoid liner are fractured. The further phenomena found on the retrieved liner can be summarized as deformation (including indentation from the baseplate¿s contour) and wear/abrasion. It is mentioned in the report of revision surgery that the sidus anchor is loose and removed. However, the removal results in a loss of cancellous bone. On the ap view the x-ray taken two days after implantation some radiolucency can be noticed around the anchor in the area of the lateral humerus. This situation remained unchanged over time in vivo. Review of product documentation and due diligence: all involved devices are intended for treatment. Device history records (DHR) of liner: the quality records of the liner show that all specified characteristics have met the specifications valid at the time of production. The relevant dimensions of the liner (e.g dimensions and distance of snaps) of all 24 manufactured parts of lot 2985836 were measured with the coordinate measuring machine (cmm, 3dmm6z) and found to be within the pre-defined tolerance range. Device history records (DHR) of sidus anchor: document review could not be performed due to unknown product identification. Product compatibility: the product combination was approved by zimmer biomet. No further due diligence required as all required information to support the conclusion is available/was already requested. Summary: it was reported that on (B)(6) 2019 the patient had a total shoulder arthroplasty, whereby a anaverse glenoid system was implanted together with a sidus stemless humeral system. On (B)(6) 2020, the patient underwent revision surgery, whereby a dislocation of the pe liner could be confirmed intra-operatively. Furthermore, the sidus anchor was discovered as being loose during the removal of the sidus head. Based on the received information and the investigation it is not possible to find out the source of the different phenomena found during the retrieval analysis and at what point in time they occurred. The investigation results did not identify a non-conformance or a complaint out of box (coob). The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, it is assumed that the cause of the disassociation of the liner from the baseplate is multi-factorial. However, the exact root cause for this case cannot be determined based on the available information. Further, the sidus anchor has been discovered intra-operatively as being loose and was removed. Some radiolucency can be noticed on the ap x-ray, around the anchor in the area of the lateral humerus, which remained unchanged over time in vivo. However, the cause of the loosening remains unknown. Within the investigation into the potential causes of the pe liner disassociation, zimmer gmbh has decided to assess potential design updates pertaining to the locking feature(s) that are intended to enhance stability between the pe liner and the baseplate. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).